Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. Customer reloaded the cartridge and received a cartridge change error. Ultimately, the customer was able to reload the existing cartridge, and was able to successfully resume insulin therapy. Customer's blood glucose (bg) was over 600 mg/dl; a bolus via the pump was delivered to address the high bg.